Event description:
This is a pt who underwent a phacoemulisification of cataract; placement of intra-ocular lens to left eye and anterior vitrectomy lt eye. During intraocular lens ma6oac was folded and placed in the sulcus. However upon initial insertion into the eye, it was noted that the leading haptic was broken or kinked approx 1mm from its insertion onto the optic. The break was significant enough to compromise the proper unfolding of the haptic. The lens was properly rotated out of the eye and another ma6oac lens was utilized.